Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer's blood glucose levels were 50 mg/dl and 488 mg/dl was at the time of the incident. The customer stated that they inserted a sensor yesterday, and today it gave a change sensor message. The customer was treated with food. The customer experienced low blood glucose levels for once or twice a week for 20 years. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer reported that the auto mode was automatically delivering insulin at the time of low blood glucose event. It was reported that the customer had a bad metallic taste in the mouth. The auto mode was not automatically delivering insulin at the time of high blood glucose event. The insulin pump will not be returned for analysis.